Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the step that was taken to resolve the infection was medication. The patient stated that the infection started on approximately (B)(6) 2018. Patient weight an healthcare provider (hcp) were provided. No further complications were anticipated/reported.

Manufacturer narrative:
Patient code, no longer applies. The healthcare provider (hcp) stated that the infection (uti) was not caused by the device or therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the infection was a urinary tract infection (uti) and that the infection was not caused by the device or therapy. The hcp stated that the uti had resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had the implant put in place last friday and since then has had an increase in her urges to go and has been incontinent. No further complications were anticipated/reported. Additional information was received. Patient stated that the urge has not reduce and that they had urge with leaking before visiting the bathroom and that they were no better than when they started. Patient reported that the infection has not stopped either. No further information was received.